Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 157 and 200 mg/dl. Rptr did not have any symptoms. A control test was in range. On follow-up, rptr checks the test strip confirmation dot, and described an accurate technique of applying blood. Rptr has had the meter for one week, and knows how to clean it. No harm was alleged.